Event description:
A report was received that a trial pt was experiencing pain during the trial lead explant procedure. When the physician pulled the leads out, two contacts became stuck and were left in the pt. The pt is expected to undergo a procedure to remove the contacts in the future.